Manufacturer narrative:
The first stylet was returned to the manufacturer for analysis. Analysis found the stylet would not track and stayed in red status. It was noted both coils were non-functional. Analysis found that the reported event was related to a electrical issue. The second stylet was returned to the manufacturer for analysis. Analysis found the stylet would not track and stayed in red status. It was noted coil #1 was non-functional. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the issue was unable to be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported the stylet instrument was jumping and not stationary in the software. The site tried a new stylet and had the same issue, however the tracer probe was stationary in the software with no issues. The stylet was removed and added back to procedure and as instructed the surgeon put the stylet into the divot, but the issue persisted. This issue occurred intraoperatively. There was no reported impact on patient outcome.